Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2026, the patient experienced a severe hypoglycemic event and a seizure. No specific cgm nor blood glucose readings were reported. The patient was using a tandem t-slim pump in closed loop mode, which contributed to the hypoglycemia. No further information regarding treatment, or the current condition of the patient was reported, and no patient details were available. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.